Event description:
It was reported that during a coronary artery bypass graft procedure, the device cut through the vessel causing bleeding while clipping the vessel.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Information anticipated, but unavailable at this time. Additional information: what is it the clip that cut the vessel or the jaws of the device? According to the surgeon, it was the clip. Which firing of the device did this event occur on? No information what vessel or structure was the device fired on at the time of the event? No information. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? CABG. Does the patient have any relevant history of surgical treatments? If so, what treatment was received? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information.